Manufacturer narrative:
There were no returns available from the customer site for this evaluation. The issue of incorrect/missing results for one patient sample for the architect (B)(4) assays appears to be related to the configuration of the customer's laboratory information system (lis). An abbott representative visited the customer site to resolve the issue and correctly configure the hida application which connects to the customer's lis (asis). Subsequent data management application was acceptable with no recurrence of this issue. The abbott standard interface rs-232 manual and the architect system operations manual provide information regarding the communication between the architect system to the host lis as well as the configuration of host interface settings on the architect system. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the review of the analyzer data/information logs, the architect i2000sr analyzer and the architect (B)(4) assays are performing as expected and the results were generated correctly. There is no indication of a product deficiency with no information to reasonably suggest a product malfunction.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
On (B)(6) 2015, the customer was upgraded to a new application of hida ((abbott provided software that acts as an interface between the architect i2000sr analyzer and the customer's laboratory information system (lis) asis). This software is only provided to customers in (B)(6). During the configuration migration to the customer's computer system, a patient result for architect (B)(6) was transposed into the field for the architect (B)(6) assay, leaving no result in the asis system for the (B)(6) assay and an incorrect result for the (B)(6) assay. The customer noticed this issue because this particular patient sample was sent to another one of the customer's labs where it was tested for (B)(6) since there was no result for this assay on the patient report and was also tested for (B)(6) , which gave a different result than what was on the patient report (the sample was actually (B)(6) negative, but a reactive result was documented, which was the (B)(6) result). Abbott personnel visited the customer site and found and corrected the configuration error. In total, four patient records were affected by this issue and all were corrected with corrected patient reports sent to the medical providers (no specific test result or patient information provided). There have not been any further issues of this nature since the configuration issue was corrected. There is no adverse impact to patient care reported. (B)(4).